Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the patient's ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was resumed post operatively.